Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected infusion set leaks. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 488 mg/dl. The customer was treated with bolus. The customer declined troubleshooting for high blood glucose. Customer states that infusion set was leaked. The insulin pump will not be returned for analysis.